Event description:
The report stated that during preparation for a radio frequency ablation procedure, the generator would not turn on. Tried rebooting but it turned off making a slush sound when counting it down. On the third try, the generator powered on but "ll" was displayed. Another generator was used for the procedure. There was no pt injury.

Manufacturer narrative:
Date of initial report: 03/18/2008. The generator was returned to our svc dept in another country, the cause was a wire connection that had come loose.